Manufacturer narrative:
This report is based on information provided by philips customer support personnel and philips emergency care product support engineering and has been investigated by the philips complaint handling team. Philips received a complaint on the philips hs1 defibrillator indicating that the device would not analyze while being used on a patient. The clinical investigation determined that artifact consistent with external chest compressions initially prevented the device from being able to render a shock or no shock decision during the first analysis period. This artifact continued for the following four analysis periods. Once the device was able to make a shock determination decision, the device correctly determined that the patient was not in a shockable rhythm and the device correctly did not advise a shock following analysis. The investigation concluded that the device performed according to its design and specifications without malfunction during the use event. Based on the information available and the clinical analysis performed, the cause of the reported problem was user handling of the patient when the device was in analysis mode, preventing the device from being able to make a shock/no shock decision. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. Philips provided a customer letter summarizing the findings of the clinical analysis. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The user is reporting the device gave the "analysis not possible" voice announcement repeatedly during a patient use event. The patient survived.